Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2015 with the following findings: there were no unexplained time/loss gain observed in the black box. No eaw occurred during the investigation. The pump passed a time test. The pump is able to maintain time/date settings with 0 second accuracy. Investigators were unable to duplicate the complaint.